Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2008; dtba1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.